Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement. It was reported that the site was using the non-invasive drf tracker for a shunt case and kept receiving an error when trying to trace stating it was not compatible with tracer. Site was going to try point-merge, but the caller hung-up before more details could be gathered. This occurred pre-operatively with no delay to surgical time. Patient outcome is unknown.